Manufacturer narrative:
A replacement meter has been sent to customer. The package and contents have been requested for investigation and a follow-up will be submitted.

Event description:
Customer reported receiving her meter and the back door battery and booklets were missing from the package. She was unable to test and began to experience symptoms of being "shaky, sweaty," (was) "incoherent" (and had) 'extreme thirst." She was seen at a local hosp and diagnosed with diabetic ketoacidosis and was given insulin to treat her symptoms. There was no report of death or permanent impairment in this case. A replacement meter has been sent to customer.